Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The wire was returned with a curve/bend in the wire at 4.5cm from the distal tip. There was coating damage at 15.6cm to 16.6cm from the distal tip with core wire exposed. The portion of wire coating was still attached and socked over itself. No other anomalies were detected with the device. The device history records for the wire guide lot was reviewed. The wire guide subassembly device history records contain nonconformance's that could potentially be related to wire guide damage. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the device was found to have coating damage and core wire exposed on the distal end at 15.6cm to 16.6cm from the distal tip. A definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat¿ calibrated tip wire guide are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook acrobat calibrated tip wire guide. It was reported that after multiple exchanges with multiple devices, and removing 5 (five) stones from the lower to upper bile duct, the physician detected that the coating of wire guide peeled off 15 cm from the tip. The physician then changed to a cook metii-35-480 wire guide to complete the procedure and placed the enbd [endoscopic nasobiliary drainage] drainage catheter in patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.